Event description:
It was reported that the catheter exhibited poor temperature control. During a procedure, a blazer prime xp temperature ablation catheter was selected for use. It was observed that the temperature sensor was defective, making it impossible to perform ablation. There were no patient complications. The device has been received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the returned blazer prime xp temperature ablation catheter was visually inspected, and no problems were observed. Functional testing revealed that the catheter functional mechanism worked properly; no abnormal resistance was felt when actuating the device. Continuity test was performed, and the device was found to be within specification. During electrical testing, ablation was verified using the maestro 4000 generator, and the device was found within specifications. With all available information, the reported event of cath-poor temperature control could not be confirmed as this complaint was not able to be reproduced and the device presented with no issues.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that the catheter exhibited poor temperature control. During a procedure, a blazer prime xp temperature ablation catheter was selected for use. It was observed that the temperature sensor was defective, making it impossible to perform ablation. There were no patient complications. The device is expected to be returned for analysis.